Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cassette has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, a care giver (cg) reported that there was a piece of plastic inside the tubing of the cassette. The cg planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.